Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer will buy new test strips. Most likely underlying root cause: (B)(4)-client is testing with expired test strips test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Friend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer not feeling well. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/17/2018 and open vial date is more than four months ago. Test strips are expired based on open date. The meter memory was not reviewed for previous test result history. Meter read e-3. Customer is not feeling well. Customer did not provide information whether she is not feeling well due to her diabetes. Customer did not have another vial of strips.